Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12546. It was reported by the pt that it feels like one of the leads is no longer in the proper position and the pt is no longer receiving effective stimulation coverage in the lower back. Pt is scheduled for surgical procedure to address the issue. Note the pt received two leads from different lot numbers. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.